Event description:
Dealer advised chair pulls to the right. He has already adjusted it and it is now almost driving straight, but still pulls. No injury.

Manufacturer narrative:
(B)(4) lts - model tdxspree, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1149267, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.